Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Backup vvi mode issue and failure to interrogate were observed on the device. Programming change was made successfully. No patient consequences were noted.